Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 158 mg/dl. The customer was advised that their insulin pump needed to be replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.